Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remains in the patient and cannot be returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.

Event description:
It was reported in a follow up that patient had seen the doctor 2 weeks post-op and an infection was reported. Pt is currently being treated with antibiotics and irrigation & drainage of the knee. Patient is a diabetic. Op reports have been requested but will not be provided.